Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/31/2015. Device evaluation. The lay user/patients test strips have been returned on 2/13/2015 and further evaluated by lifescan product analysis on 3/12/2015 with the following findings:the test strips passed overall testing with complaint not confirmed however performance testing could not be complated as all the test strips returned had been used. In addition a secondary issue was noted; when the returned vial contained incorrect product, which was also manufactured by lfs. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging the ot verio 2 meter gave an error 4 message. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 - 3/31/2015 correction.supplemental sent to correct information previously sent. Alert date should have stated 3/12/2015.